Manufacturer narrative:
Fowler brake/clutch.

Event description:
It was reported by service report that the fowler was drifting. There was pt involvement. However, no adverse consequences are reported.